Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro volume extension set leaked, leading to air in the line and blood backing up in the set. This occurred during infusion of ¿d10+1/2ns+hep¿ using a non-baxter pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and pressure testing were performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.